Event description:
It was reported that the patient underwent a minimally invasive discectomy surgery. During the surgery, the pituitary broke while at tempting to retrieve disc fragments during discectomy. All fragments/parts of broken pituitary were retrieved. No fragment of the product was remaining in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Product was returned. Visual and functional inspection identified the inferior shaft was broken at the centerline of the pivot pin hole, and the pivot pin and inferior jaw was missing. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order to induce fracture of the shaft is consistent with overload.